Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use (el211603, revision a, section 7.0he operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that procedure was to treat a 95% stenosed de novo lesion in the distal right coronary artery (drca) with heavy calcification and heavy tortuosity. The 3x38mm xience alpine stent delivery system (sds) was implanted at the target lesion; however, post stenting an edge dissection was noted. Therefore, another xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was reported.